Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-may-2019 with the following findings: a review of the pump black box showed no power issues in the download. There was no data in black box from the time of the reported intermittent power event due to continued use of the pump. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap threads were stripped. The battery cap contact height and width measurements were found to be within specification. The returned battery cap was unable to fit securely to maintain an electrical connection. During testing, using a test battery cap, the pump was exercised for 12 hours with no further power interruptions occurring.